Event description:
On (B)(6) 2010, pt reported, she is not able to get her down button to function properly. Pt stated, she noticed the issue while attempting to take a bolus today. Pt reported, she is not able to get the down button to work correctly. Pt stated, the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.